Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device prompted a "unit failed" message with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The suspect electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The electrodes were scrapped and the customer received a replacement. No trend is associated with reports of this type.